Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness, pre-syncope, short-term loss of consciousness and shortness of breath. It was further reported that the right ventricular (rv) lead exhibited loss of capture and episodes of ventricular dropped beats. The rv lead was re-positioned. The patients symptoms persisted after the rv lead re-positioning and loss of capture was noted again. Reprogramming occurred. The rv lead remains in use. No further patient complications have been reported as a result of this event.